Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following field was updated: h6 and h10 the subject device was returned to olympus for device evaluation and the result of the event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. However, the investigation surmised that the phenomenon might have occurred due to the wrong handling methods of the facility. Phenomenon (1) c-cover plate is loose phenomenon (2) adhesive of the a-rubber thread wound is deteriorated and separated facts found out from the investigation. According to the inspection results, phenomenon (1) occurred. According to the inspection results, the cause of phenomenon (1) might be the wrong handling methods of the facility. As to the handling methods of the subject device, investigators checked the contents described in the instruction manual and found the following descriptions. Phenomena might be prevented by following these descriptions. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope had a piece of the distal end not intact, and it was protruding (an unsecured plastic housing on right hand side of the elevator lever). The event occurred during preparation for use of a diagnostic endoscopic ultrasound. There was no delay, and the procedure was completed with the same set of equipment. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the plastic distal end cover plate being loose. Additional findings are as follows: the plastic distal end cover plate had a stain; and the bending section cover adhesive had deterioration and separation on the thread wound sections and a chip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.